Manufacturer narrative:
One device was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. The visual inspection found the knife was trapped and contained within the jaws. The jaws would not open or close due to the trapped knife. The reported condition was confirmed. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The device was activated on simulated tissue with no anomalies. The mono polar activated normally. The investigation identified the root cause of the reported event to be knife trap due to user error. The information for user cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device stopped working and it would not activate. There was no injury caused to the patient and no medical intervention was required. During the initial investigation it was found that it was difficult to open and close due to a trapped knife.